Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported a catheter revision occurred on 2016 (B)(6) . A phone call note on 2016 (B)(6) indicated the patient was having issues with the pump and getting a lump near the spine. This was noted as an ongoing issue until it stated to improve on 2016 (B)(6). No further information was provided.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the site where the anchor was placed in the lumbar pocket was uncomfortable to the subject. The anchor and catheter were surgically repositioned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient's baseline weight was (B)(6).

Manufacturer narrative:
Device code (B)(4) no longer applies.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. It was noted the patient complained of a lump in the back on (B)(6) 2015. Examination on (B)(6) 2015 gave results of lump in back, tender to palpation. The patient had a lump near the spine status post fall. Interventions included a catheter revision on (B)(6) 2016. At the time of the catheter revision it was discovered that the catheter had kinked back on itself status post fall. The catheter kinked at the connector pin between the intrathecal and pump catheter segments, creating a hole in the intrathecal portion, allowing for cerebrospinal fluid (csf) leak. That caused the patient persistent hygroma and pain at the lumbar incision site. The outcome was noted as resolved without sequelae on (B)(6) 2016. The etiology of the event was noted as related to the device or therapy and unlikely related to the implant procedure. The clinical diagnosis was further updated to protrusion at the lumbar implant site.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.